Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from the cobas 6000 e 601 module. The patient had received radiotherapy. The initial result was <0.003 ng/ml with a data flag and the repeat result was 1.3 ng/ml. The sample was repeated again and the result was <0.003 ng/ml with a data flag. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 260729 with an expiration date of 30-nov-2018. The investigation did not identify a product problem. The cause of the event could not be determined. A general instrument or reagent problem could not be identified.